Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was at 437 mg/dl then 432 mg/dl. The customer treated the high readings with 6.5 units through the pump. The customer stated that she had bent cannulas which contributed to high readings. The customer stated that the cannula was z-shaped and not sure where the 28.0 units of insulin went. The customer was advised that a no delivery alarm would occur only if no insulin is delivering. The customer was advised that if insulin is going through to the body, then no delivery alarm will not occur. The customer was advised of the common causes of bent cannulas.